Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient developed prickled, red heat rash from sweating with open skin. The patient was prescribed "triamcinolone acetonide" from physician. The patient reported that the medication has helped to improve the rash.